Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, concomitant medical products: dates estimated. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information

Event description:
This is filed to report suboptimal mitral regurgitation requiring cardiac surgery. It was reported that this was a mitraclip procedure performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr), with an mr grade of 4. Two clips (80302u139 and 80302u225) were implanted reducing mr to 3. On an unknown date, cardiac surgery was performed due to the suboptimal mr results and the patient remaining very symptomatic. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on this information, a definitive cause for the reported worsening mitral regurgitation cannot be determined. The reported patient effect of tissue damage worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of worsening mitral regurgitation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.